Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis, with a blood glucose of 626 mg/dl. It was stated that the customer's blood glucose would not come down that day, no matter how much insulin she gave herself by bolusing. Troubleshooting was performed, and the insulin pump was programmed correctly, except for the time and date. Assisted with correcting the time and date. The unit passed the prime and high pressure tests. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.